Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, low out of range pacing impedance measurements were noted. No adverse patient effects were reported. This lead is not expected to be returned, since it was retained by the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.